Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt was not getting coverage in her arm and finger. She was getting stimulation in the middle of her back. The pt had to tilt her head forward to feel stimulation where she needed it. The pt had not done any unusual activity yesterday, and it was working when she went to bed, but changed when she got up this morning.

Manufacturer narrative:
(B) (4).